Event description:
It was reported that during a routine follow up this pacemaker device exhibited premature battery depletion patterns. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. This device is currently still implanted and in service. No adverse patient effects have been reported. Should additional information become available surrounding the outcome of this event, an updated report will be submitted.